Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was broken, kinked and stretched. Also, the push catheter was bent at the proximal section. The device was inspected under microscope, it was observed that the push catheter suture hole was torn causing the stent not to deploy. No other issues with the device were noted. The reported event of failed to deploy was confirmed. Upon analysis, the guide catheter was broken, kinked and stretched. Also, the push catheter was bent at the proximal section; also,the catheter push suture hole was torn and the stent may become unable to deploy. Based on complaint information after stent was placed to the specified location, the stent could not be deployed successfully. Due to this information, the push catheter could be bent during manipulation of the device by the technique used during advancing into the scope and the patient anatomy causing resistance to the push suture hole during stent deployment, and as a result to guide catheter beaking, kinking and stretching. The investigation concluded that the most probable cause for this is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During the procedure, inside the patient, when the stent was placed, they could not deploy it successfully. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter was detached/separated; therefore, this event has been deemed an MDR reportable event.